Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.device manufacture date: unknown.

Event description:
It was reported when using the bd needle eclipse 23x1 rb, the user experienced difficulty engaging the safety mechanism. The following information was provided by the initial reporter. The customer stated: it was reported that it is not easy to cap the needle after administration, while holding children. Customer reported that the new needles that they have received do not close easily after administration. It makes it tough to cap the needle after administration one handed as you are holding children.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. Only the top web was shown in the photo and therefore the team is unable to observe the reported defect. A device history record could not be evaluated as the lot number is unknown.

Event description:
The following information was provided by the initial reporter. The customer stated: it was reported that it is not easy to cap the needle after administration, while holding children. Customer reported that the new needles that they have received do not close easily after administration. It makes it tough to cap the needle after administration one handed as you are holding children.